Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. There was no known impact to the customer's blood glucose (bg) level. The customer stated there is scar tissue in the area where the infusion set site had been placed. The customer changed their infusion set and cartridge resolving the alarm. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.